Event description:
The reporter states the patient was tested and the patient's blood glucose result was 322mg/dl on the accu-chek inform system in comparison to the patient lab result of 160mg/dl. The results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.